Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
At 14 years old, circuit board issue. The provider states the led's aren't lighting up on the pc board. The caller states the unit has good o2 levels but no lights.